Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon controlled the bleeding by cautery to complete the procedure. The hospital has reported no patient injury occurred.